Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.